Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 (air in line) was not confirmed due to a lack of sample. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 3. The home patient (hp) stated there were no unused lines, no hp or bag disconnections and there were no leaks. The technical service representative (tsr) assisted the hp to clear the alarm. The hp would complete therapy with manual supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp, it was found that after starting over with new supplies no further issues were found. The hp confirmed that he did not develop any adverse reactions or need any medical intervention. The hp also stated that this was an isolated event and he could not figure out what caused the alarm. The hp had no further information.